Manufacturer narrative:
It was noted that the lead was not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited pacing not delivered when required and impedance measurements of greater than 2000 ohms. The lead was explanted and replaced. No additional adverse patient effects were reported.